Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the gallbladder for the treatment of acute cholecystitis during an endoscopic ultrasound gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2025. During the procedure, the stent was fully deployed; however, during the attempted removal of the delivery system, it became caught on the distal flange of the stent, resulting in the stent being removed together with the delivery system. The procedure was completed using another axios stent. There was no adverse event reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Block h11: an axios delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the inner sheath kinked. Functional inspection was performed, the catheter moved freely through the luer and the slider moved to its original position without resistance. No other issues were noted to the delivery system. Product analysis did not confirm the reported events of delivery system difficult to remove and stent positioning issue. The additional observed damage of inner sheath kinked was likely due to factors encountered during the procedure. It may be that excess force or how the device was handled/manipulated, limited the performance of the device and contributed to the observed damage. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label. Additionally, stent positioning issue is a known potential complication associated with the use of the device in the manufacturer's labeling. Taking all available information into consideration, the investigation concluded that the most probable root cause is known inherent risk of device.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the gallbladder for the treatment of acute cholecystitis during an endoscopic ultrasound gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2025. During the procedure, the stent was fully deployed; however, during the attempted removal of the delivery system, it became caught on the distal flange of the stent, resulting in the stent being removed together with the delivery system. The procedure was completed using another axios stent. There was no adverse event reported as a result of this event.